Manufacturer narrative:
Analysis found that there was overheating and the motor could not work after testing with a minute. Pre-temp test in 1 minute: 120 fahrenheit degree. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that the console couldn't work when attaching the hand piece and the hand piece was overheating and will not work after overheating. There was no patient involvement.